Manufacturer narrative:
The customer reported event of was confirmed via visual inspection. The blocker was returned still threaded into the monoaxial screw. The blocker was fractured along the side and the fragment was returned separately. The blocker hex shape was severely deformed. The threads of the blocker that were visible were also heavily deformed, however damage to the visible threads is most likely damage from removing the device. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The polyaxial screws and blockers did not exhibit cross threading damage. No material or manufacturing defects were found. It was reported that the torque wrench was fully inserted into the blocker. The blockers did not appear to be misaligned or cross threaded in the screw tulip and this was confirmed by cutting the screw tulip to check the threading. The tulip threading did not exhibit damage. It was found that the torque wrench was outputting more than 12nm of torque. Once the torque wrench was lubricated, it was within specification. The IFU states for instruments with moving parts to be lubricated. Since the device was found to be within specification after lubrication, it was most likely not lubricated before this use. Material analysis found that the blockers had heavy damage on the hex shape and rod indentations on the bottoms from contacting the rod. This blocker was fractured that originated at the bottom due to contact with a mating implant in a mode of ductile (dimple rupture) overload. This can occur if excessive force was applied to the blocker. If the torque wrench was not lubricated, the user would apply more force in order to turn the handle to reach the 12nm line and to hear the audible click. Most likely, more than 12nm of force was applied which caused the blocker to deform and eventually fracture. The root cause is determined to be a lack of lubrication to the torque wrench causing excessive force applied to the blocker causing it to deform and fracture.

Event description:
It was reported that during a t12-l2 posterior fixation, once the final tightening went ahead there were issues engaging the torque key. This caused one of the blockers to snap inside the screw head and the thread has been stripped off of both the blockers. It was reported that this happened again on the 3rd blockers so the staff changed the final tightening device and the problem seemed to be resolved. The right sides screws had to be replaced and 3 blockers were damaged. The blockers appear damaged as a rongeur was used to remove them as the thread had gone on the blocker. The surgeon was unable to use the screwdriver in reverse as they normally would due to the damaged thread. Rep informed there was 30 - 45 minutes delay to procedure. No adverse consequences to the patient is reported.

Event description:
It was reported that during a t12-l2 posterior fixation, once the final tightening went ahead there were issues engaging the torque key. This caused one of the blockers to snap inside the screw head and the thread has been stripped off of both the blockers. It was reported that this happened again on the 3rd blockers so the staff changed the final tightening device and the problem seemed to be resolved. The right sides screws had to be replaced and 3 blockers were damaged. The blockers appear damaged as a rongeur was used to remove them as the thread had gone on the blocker. The surgeon was unable to use the screwdriver in reverse as they normally would due to the damaged thread. Rep informed there was 30 - 45 minutes delay to procedure. No adverse consequences to the patient is reported.